Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: alval / soft tissue reaction / pain / component loosening (cup).

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place on (B)(6) 2013. Left. Asr xl. Reason(s) for revision: alval / soft tissue reaction / pain / component loosening (cup). Update received 24th august, 2013. Revision date confirmed. Update received 8th october, 2013. Surgery date amended. Update - marked as legal, added kid number, filed out mw fields, amended implant date and added additional hospital. Taken from (B)(6) email dated 12th august 2014.